Manufacturer narrative:
E1: initial reporter address: the royal berkshire nhs foundation trust london road should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified elastomeric pump was leaking from around the blue winged luer cap. This issue was further described as, observed white powder around the blue cap at the end of the primed line. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d1, d4, h4, and h6. H4: device manufacture date - the lot was manufactured between july 15-16, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was white crystallized drug located around the blue winged cap. Crystallized drug came from the drug filled in the device. The reported condition was verified. The cause of the reported condition could not be determined; however, this condition occurs when the user leaves residual drug liquid around the blue winged cap after the device is filled with medication. Over time, the liquid drug dries up and turns into white crystals. The potential cause of this condition was use-related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.